Event description:
The event is reported as; compliant alleges: the pt remained on the ventilator with heater temperature documentation within normal limits and no audible or visual alarms/alerts for the entire duration of time he was intubated including the time of the event. The pt went into cardiac arrest and upon assessing the airway it was found to be occluded with think dry secretions and a large quantity of thick sticky secretions were noted after removal at the end of the endotracheal tube. The pt was re-intubated and successfully resuscitated. Pt current condition if fine.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of the investigation.